Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I and provided the following data for a 39 year old male patient: (customer reference range: > 10 pg/ml is positive). On (B)(6) 2024, sample ID (B)(6) initial result was 181.5 pg/ml. This result was questioned by the patient¿s healthcare provider. Another sample was tested multiple times and generated results of <5.1 pg/ml the original sample, sample ID (B)(6), was retested and generated results of <5.1 pg/ml. There was no reported impact to patient management.

Manufacturer narrative:
The alinity I processing module, serial # (B)(6) was evaluated, and it was determined that the alinity pipettor probe required replacement. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify a trend for the alinity pipettor probe or the alinity I system with regards to the customer reported event. A review of the manufacturing documentation did not identify any related non-conformances or potential non-conformances for the alinity pipettor probe as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Manufacturer narrative:
A1 patient identification: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I and provided the following data for a 39 year old male patient: (customer reference range: > 10 pg/ml is positive). On (B)(6) 2024, sample ID (B)(6) initial result was 181.5 pg/ml. This result was questioned by the patient¿s healthcare provider. Another sample was tested multiple times and generated results of <5.1 pg/ml the original sample, sample ID (B)(6) , was retested and generated results of <5.1 pg/ml. There was no reported impact to patient management.